Event description:
Olympus v-system model bml-v442qr-30, lot # 63k; during procedure on patient, the v-system was utilized to crush 2.0 cm bile duct stone. Upon tightening the basket around the stone - the cable to the handle broke. Under spyglass, the physician was able to utilize the autolith system with the ehl machine to pulse the stone and break it down with multiple pulses successfully after 1.5 hours. After successfully breaking up the stone, the basket and wires were able to be removed. All equipment accounted for. No retainment of products on fluoroscopy.